Event description:
Caller reported experiencing alarm 2 followed by alarm 26, indicating an occlusion issue. Blood glucose level was not adversely impacted, as it did not exceed 500 mg/dl. Technical support instructed the caller to perform several troubleshooting steps, including adjusting the tubing and delivering boluses, but occlusion alarms persisted. Reportedly, the customer replaced supplies and resume insulin therapy.